Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product used in patient.

Event description:
It was reported that during a surgical procedure, it was noted that the surgeon used expired product. This report is addressing the sterility risk associated with such an event. No further information was provided.